Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported issue. The fse found that the luer plug connector on the inside of the condensation removal module was broken. The fse replaced the condensation removal module and the issue was fixed. The fse also replaced the 2500 hour kit and performed a preventative maintenance will full calibration, and tested the unit to factory specifications. The unit passed all tests performed was returned to the customer and cleared for clinical use.

Event description:
It was reported that prior to use the cs300 intra-aortic balloon pump (iabp) had an autofill failure. There is no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.